Manufacturer narrative:
Section a2, a4 and a5: unknown/ not provided. Patient information cannot be provided due to personal data privacy legislation/policy section d6b: explant date: not applicable, as lens was not explanted. Section e1: initial reporter telephone number: (B)(6). Section h3-other (81): the device is not returning for evaluation as to date it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during the lens implant, in bevel down position inside the bag, the lenses are coming out of bag. During releasing the lenses, the lenses were coming up. Doctor used second instrument to manage the situation. No further information available.